Event description:
It was reported that during a surgery one of the devices ar-200m (sn:(B)(6)) and ar-300b (sn: (B)(6)) got hot and it is unclear which of the two devices is responsible for the overheating. There was no harm for patient, operator or third party reported. No further information received. Update avoe 27-nov-2023: it was confirmed that the error occurred during a medializing calcaneal osteotomy (mco) surgery on the (B)(6) 2023. The high speed handle was affected and got hot. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different devices (chisel and hammer/saw). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Event description: it was reported that during a surgery one of the devices ar-200m (sn: (B)(6) and ar-300b (sn:(B)(6) got hot and it is unclear which of the two devices is responsible for the overheating. It was confirmed that the error occurred during a medializing calcaneal osteotomy (mco) surgery on the (B)(6) 2023. The high speed handle was affected and got hot. The reported event was not confirmed. The manufacturer evaluation revealed slight running noise at the ball bearing but there was no significant increase in temperature observed during functional testing.